Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a diabetic ketoacidosis on (B)(6) 2014 with a blood glucose level of around 400 mg/dl. The customer experienced symptoms such as thirst and grogginess. The customer was put on insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with reviewing the insertion technique of the reservoir. The insulin pump will not be returned for analysis.